Event description:
It was reported that the customer had issues with her sensor and blood glucose level reading difference. Sometimes her blood and sensor glucose readings were off by 100 points. At night the insulin pump went into threshold suspend. Her blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.